Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the eval once it is completed.

Event description:
A report was received stating the listed tracheostomy tube was checked for leaks prior to use with no leaks observed. After one week in use, the device was reportedly found leaking at the cuff. No permanent adverse effects to pt reported.